Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was hardly unresponsive, disoriented and experienced extreme sweating, the cgm was reading high and the blood glucose reading was 42 mg/dl. The patient´s husband and son noticed that the patient was disoriented, but they did not call an ambulance. The patient consumed 600ml of apple juice and recovered after treatment. At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.